Manufacturer narrative:
H6: investigation summary: no product or photo was returned by the customer. The customer complaint of blood backing up the pac line and a disconnection at the cadd line could not be verified due to the product not being returned for failure investigation. A device history record review could not be performed because a model or lot number was not provided by the customer. The root cause of this failure could not be identified without a failure investigation.

Event description:
It was reported that unspecified bd¿ IV extension set blood backed up and leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that the blood was backed up in the pac line and the cadd line was disconnected from the pac line. Patient arrived to atc for pump problem. Upon assessment, noted patient to be disconnected from cadd pump bag. Rsc portacath still accessed, line clamped, however with blood backed-up in the line - injection cap not connected. Noted injection cap to be connected to the optima phaseal connection and to the cadd pump bag. Pump currently still on "running" mode with 26ml of 5fu in the reservoir. Rn immediately clamped cadd pump and stopped infusion. Wife at the bedside states that she noticed around 3am-4am this morning that the bed was wet, blood was backed up in the pac line, and cadd pump line was disconnected from the patient's pac line. She states she tried to call atc, however no answer due to after hours. She states she was aware to come to ec, however decided not to and decide.

Manufacturer narrative:
Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. Therefore, bd corporate headquarters in (B)(4) has been listed and the (B)(4) FDA registration number has been used for the manufacture report number. Medical device expiration date: unknown. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that unspecified bd¿ IV extension set blood backed up and leaked. The following information was provided by the initial reporter: material #: unknown; batch/ lot #: unknown. It was reported that the blood was backed up in the pac line and the cadd line was disconnected from the pac line. Verbatim: patient arrived to (B)(6) for pump problem. Upon assessment, noted patient to be disconnected from cadd pump bag. Rsc portacath still accessed, line clamped, however with blood backed-up in the line - injection cap not connected. Noted injection cap to be connected to the optima phaseal connection and to the cadd pump bag. Pump currently still on "running" mode with 26ml of 5fu in the reservoir. Rn immediately clamped cadd pump and stopped infusion. Wife at the bedside states that she noticed around 3am-4am this morning that the bed was wet, blood was backed up in the pac line, and cadd pump line was disconnected from the patient's pac line. She states she tried to call (B)(6), however no answer due to after hours. She states she was aware to come to (B)(6), however decided not to and decided to come to (B)(6) early am instead. Reinforced education/handout regarding troubleshooting pump problems/disconnection issues and home chemo spill kit with the patient and wife. Reinforced importance of getting cadd pump/line connections getting assessed by medical team as soon as possible. Both verbalized understanding, all questions answered. Patient denies new complaints at this time. Notified md of the above note. Per md - ok to disconnect patient now and de-access portacath.